Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that during surgery on (B)(6) 2024 the dermatome cut too deep on the patient. There was an unknown patient impact reported. No report of delay in procedure. Diligence is complete. No additional information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to void initial report, as it was created in error. The following sections were updated/corrected: b4, b5, g3, g6, h2, h11 this MDR is a duplicate of 0001526350-2024-01295. The initial report was created in error and should be voided.

Event description:
This MDR is a duplicate of 0001526350-2024-01295. The initial report was created in error and should be voided.